Event description:
It was reported that the ilet cartridge became stuck in the pump chamber and could not be removed despite the user attempting pliers, performing a rewind, and running the cartridge change sequence with full tubing fill, indicating a failure to disconnect involving the reservoir component. Symptoms included no injury, clinical signs, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a failure to disconnect at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.